Event description:
It was reported that the device did not recognize the syringe. No patient injury was report.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A device history record (DHR) review was conducted, which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. All cases in excellent conditions. Syringe plunger not in place was found in pump event history log. Syringe plunger not in place was found during syringe test. Device failed syringe plunger sensor test. Chip on plunger board broke off. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced plunger board.